Manufacturer narrative:
Final analysis found that the lead outer insulation was damaged, due to clavicular crush at 30 cm from the distal tip electrode.

Event description:
It was reported that the ventricular lead exhibited intermittent loss of capture. Lead impedance was less than 200 ohms. Muscle stimulation was also noted.